Event description:
The complaint regards concerns the customer had about the eye safety filter esf assembly that provides eye protection for the dr and the o.r. Staff when the laser is in use and the events that caused error codes e233 and e239. There was no injury to any pt or staff. The meaning of codes e233 and e239 is "eye safety filter removed" and "some power on self-tests were omitted", respectively. Three issues that contributed to the complaint. An eye surgery case where an eye team member must have gotten tangled in the cable for the esf and pulled a wire out of the connector on the back of the laser which caused e233 and e239 to appear. Even though the customer has two novus argon lasers (a standard model novus 2000 and an enhanced model novus 2000e) which are very similar models, their eye safety filters and accessories are not interchangeable from one laser to the other. Customer brought a new leica esf on line to work with their newest microscope, the leica f40 microscope.